Manufacturer narrative:
Analysis was performed on the insulin pump, and it passed the seat, rewind, basic occlusion test, occlusion test and prime test. The insulin pump did alarm after the battery was changed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and strep throat. The insulin pump did alarm three times prior to hospitalization. Troubleshooting was performed and discovered that the customer did not have the temporary basal set. The customer's mother stated that all programming was correct and did not want to troubleshoot because she feels that the high blood glucose was caused by strep throat. No further information was provided.